Event description:
Catheter placed in 2003. Two weeks later when preparing the patient for dialysis, the nurse found air bubbles in the arterial (red) lumen. On closer examination a crack could be seen in the luer connector.